Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height legacy drawer 4.2 not on bus. A field service engineer (fse) replaced the bad drawer with drawer given by customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.2 failed, which located on bpflicupx2. The customer attempted to reboot the station, but the system reported an unexpected data error and a severe error on the current command, the touchscreen became unresponsive, and after shutting it down again, the system powered back on but would not allow recovery of the failed drawer. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.